Event description:
It was reported that when using the bd pyxis medstation system, the drawer was unable to open, and the "remove med " button was greyed out despite rebooting the device. The customer reported that this malfunction occurred when trying to obtain medication for patient and there was a definite delay in obtaining medication. The customer stated that the user had to call in pharmacist from home to get medication from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the ordered medication was greyed out because it was not in the facility formulary or loaded at any stations. A technical service specialist looked into the issue with the medication removal and found that the medication was not loaded in the facility formulary ((B)(6)) and provided an order list for the patient visit supplied. The system functioned as intended after the technical service specialist troubleshooted the device.